Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a (CPAP/bipap) device's sound abatement foam. The patient has alleged difficulty in breathing, nasal irritation, sore throat, headache, dizziness, lightheadedness. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The patient alleged difficulty in breathing or short of breath, nasal throat irritation or soreness, headaches, feeling dizzy and lightheaded while using device. There was no report of serious or permanent harm or injury. Additional information was received and added to the report. The device was returned to the manufacturer's product investigation laboratory on (05/30/2023) for further investigation. The device was evaluated on (07/25/2023). As per the investigation of the device evidence of sound abatement foam degradation/breakdown was not observed in the base unit and device provided airflow during therapy. As per secondary findings humidifier tank returned with water in the humidifier tank, dust in humidifier heater plate, contamination on humidifier bottom enclosure, humidifier seal and pca, and contamination in between the humidifier and the base unit on side of each enclosure. There was also excessive dust observed in the sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes results of this investigation do not impact the calculated risks. Section d4 (missed to capture in previous report) has been corrected. Section d8, d9, g3, h2, h3 and h6 were updated.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging difficulty in breathing or short of breath, nasal throat irritation or soreness, headaches, feeling dizzy and lightheaded while using CPAP/bipap device. There was no report of serious or permanent patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.